Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, the patient inserted a new sensor before she went to bed and experienced bleeding upon sensor insertion. The patient stated she decided not to remove the sensor at the time because it was successfully paired, and she used towels to apply continuous pressure to the area. After approximately 30 minutes, the bleeding did not subside, and the patient attempted to contact her sons via phone but was unable to reach them. She called 911 for assistance and decided to remove the sensor, believing it would no longer be usable due to the bleeding. At 11:45 pm, emergency medical services (ems) arrived and assessed the patient. A blood glucometer reading was taken, which was 75 mg/dl, and her blood pressure (bp) was elevated (unspecified). They gave her a small amount of 7 up to help raise her blood sugar. They applied pressure and wrapped the area, but the bleeding did not subside. Ems decided to transport the patient to the emergency department (ER) for uncontrollable bleeding. The patient stated that she was taking multiple blood-thinning medications (plavix, baby aspirin, and budesonide) which she believed may have contributed to the bleeding. Upon arrival in the emergency department (ed) at 12:45 am, the patient¿s bp remained elevated, and she felt ¿slightly shaky¿ and weak. The medical staff applied an additional wrap to the area and advised the patient to monitor the site. After an unspecified period, the bleeding had not ceased, prompting the administration of an unspecified medication injection which successfully stopped the bleeding. The patient recovered and was discharged home at 3:30 am. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.